Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/10/2015. Belt: 11/9/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in the hospital and unconscious at the time of the treatment event. It was reported that patient's nurse was witness to the event and that resuscitation efforts were attempted. Per clinical review of the downloaded data, the lifevest delivered six appropriate treatment shocks while the patient was in ventricular fibrillation (vf). At 09:53:32, the lifevest delivered an appropriate treatment shock while the patient was in vf. The post shock rhythm was bradycardia at 35 bpm transitioning to sinus bradycardia at 40 bpm. The lifevest delivered a second appropriate treatment shock at 09:56:50 while the patient was in vf with motion artifact. The post shock rhythm was bradycardia at 30 bpm with CPR. A third appropriate treatment shock was delivered by the lifevest at 11:00:47 while the patient was in vf. The post shock rhythm was bradycardia at 30 bpm transitioning to sinus tachycardia at 120 bpm. At 11:32:01, the lifevest delivered a fourth appropriate treatment shock while the patient was in vf with CPR/motion artifact. The post shock rhythm was sinus tachycardia at 110 bpm that transitioned to vf with CPR artifact. The lifevest delivered an appropriate treatment at 11:32:39 while the patient was in vf with CPR/motion artifact. The post shock rhythm was sinus bradycardia at 30 bpm that transitioned to vf with CPR/motion artifact. From 11:33:20 to 11:46:37, the patient was in vf with CPR artifact. The CPR artifact prevent the lifevest from delivering a treatment during this time. A sixth and final treatment shock was delivered by the lifevest at 11:49:49 while the patient was in vf with tactile artifact. The post shock rhythm was vf with tactile artifact. The patient remained in vf with tactile artifact until the device shutdown at 11:50:10. The patient subsequently passed away.